Event description:
Medtronic physio-control is investigation discrepancies found during the manufacturing process. Solder masses were found under a high voltage transformer on a circuit board. Loose solder masses could short out the transformer pins, resulting in a failure of the defibrillator to charge. There have been no reports of this issue in distributed product.